Manufacturer narrative:
Patient and device codes are unable to be selected. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that during a (B)(6) clinical study, the patient experienced perclose and angio-seal failure in the left common femoral artery. Vessel perforation was reported. It was reported that the vessel was repaired with a viabahn covered stent graft.

Manufacturer narrative:
With no device return the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
This report is being submitted as follow up no.1 to provide patient & device codes that were not able to be selected in the initial report & to provide the evaluation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.